Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) ECG cable stopped transmitting the signal. Troubleshooting did not solve the issue. The patient support was not interrupted and there were no patient effects.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) ECG cable stopped transmitting the signal. Troubleshooting did not solve the issue. The patient support was not interrupted. No patient effects. No identifying numbers on the cable, but it was a getinge standard cable, not a third party disposable. A getinge field service engineer (fse) stated that service order would only come if service was provided, which it was not, since it involved the cable, not the pump. The customer replaced the ECG cable (0012-00-1812-01) to resolve the issue. H3 other text : repair service not done.